Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead in segments was returned and analysis revealed the inner and outer insulation of the lead and overlay tubing of the lead were extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. This device was included in the field action but returned product testing has not been completed; therefore, it could not be determined if this device performed as described in the field action. Concomitant product: d154awg ICD (B)(6) 2007. (B)(4).

Event description:
It was reported that during the prophylactic replacement of the right ventricular (rv) lead, the lead broke as the physician was extracting it near the clavicle. The extraction continued by a femoral approach. When control of the lead was gained, the lead ended up breaking at the distal end of the superior vena cava (svc) coil. The span on the svc coil was likely encased in scar tissue so the physician did not feel the need to pursue the left behind piece any further. The remaining portion of the rv lead was removed and the lead was successfully replaced. No patient complications have been reported as a result of this event.